Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: 141273, regenerex primary tibial trays, 875660 ep-183540, vanguard antioxidant poly cr bearings, 586670 141314, biomet modular finned stem with screw, 063000 141357, regenerex series-a patella 3 peg, 684980. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 07105, 0001825034 - 2017 - 07106, 0001825034 - 2017 - 07107, 0001825034 - 2017 - 04863. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that a patient underwent a right total knee revision approximately one year post implantation due to a hot knee and pain. All components were removed and replaced with competitor product. No additional patient consequences were reported.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and the reported post-operative complications were confirmed through review of medical records. Initial operative notes identified no intraoperative complications. The patient¿s follow-up visits reported good progress until approximately ten (10) months post-operatively when the patient reported pain behind the kneecap and an antalgic gait was seen. Radiographic images taken nearly eleven (11) months post-operatively identified lucency at the patellar component interface with no evidence of bony ingrowth. Revision operative notes identified very little bone ingrowth on the femoral component and no bone ingrowth on the patellar component. A device history record (DHR) review was performed and no discrepancies relevant to the reported event were found. The regenerex patella implanted in the patient was previously recalled for the pegs shearing in-vivo. It is unknown if the hot spots seen on the patients MRI or the pain the patient was experiencing was caused by the patella pegs fracturing. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a right total knee revision approximately one year post implantation due to hot spots in the knee and pain. All components were removed and replaced with competitor product.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, the patient underwent a revision approximately one year post-implantation due to pain, difficulty bearing weight, slight effusion, limp, and swelling. Surgeon told patient that the implant was not seated properly and the disk part was loose. All components were removed and replaced. Operative reports indicate that there was lack of bony ingrowth on the femoral component, but it was not obviously loose. The patella component also showed no evidence of bony ingrowth and was loose.